Event description:
It was reported that customer experienced repeated continuous glucose monitor error on pump. There was no reported impact to customer¿s blood glucose level. Customer performed pump reset with guidance from Technical Support, error persisted, and pump replacement was arranged.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.